Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre operative diagnosis of cervical stenosis at c5-6 and c6-7 with a cervical spinal cord contusion and cervical myelopathy and c5-6 and c6-7 cervical spondylosis. Procedure performed: complete c6 and inferior c7 de-compressive laminectomy , non-instrumented posterolateral fusion from c5 to c7 with infuse on a multilevel basis and bone graft, through separate incision, c5-6 and c6-7 anterior cervical diskectomy and fusion with spacers and rhbmp-2 on a multilevel basis and bone graft and transitional plating. Per operative notes: meticulous soft tissue dissection was performed posterolaterally bilaterally and a c5 to c7 fusion with rhbmp-2 and bone graft was performed in the usual fashion without instrumentation. A complete c5-6 anterior cervical discectomy was undertaken including removal of the posterior longitudinal ligament and meticulous uncovertebral decompression. The foramina was widely decompressed via bilateral foraminotomies. Same procedure was performed at c6-7 level. A 6 mm cage filled with rhbmp-2 and bone graft was tamped into position at the c5-6 level followed by placement of a 7 mm graft at the c6-7 level. A 42.5 mm transitional plate with 14 mm variable angle screws at c5 and c6 and fixed angle screws at c7. There were no patient complications. Patient alleges unspecified injury due to the use of rhbmp-2.